Event description:
Pt reported allegedly experiencing the following with a lap-band device: "problems with reflux," "hiatal hernia," "band had slipped enough that my lower stomach was coming up through the band." The pt stated that the physician "wrestled to open the band and it took quite a while and afterward..put the same band back on... And have not had any restriction since [the physician] did this. Another physician "ran dye through the port and confirmed that the system did not leak." After surgery, the pt "did not wake up right away and spent about 24 hours in the ICU. Within a couple weeks, "noticed slurring speech and had weakness..had a thyroid storm." The pt is now "gaining weight." The pt "fell and hit my port and flipped it," "it had flipped again," "very painful and I've been sore at the port site ever since," and "esophagus dilated which made a pouch." The device remains implanted. Pt reported that a fluoroscopy was conducted which "confirmed that the system did not leak" and "it had flipped again and they had to flip it under fluoro." The pt also noted that the physician said the "esophagus dilated which made a pouch." The pt has declined to provide permission to follow up with the physician and stated"...doesn't want to cause any problems and is not blaming the lap-band."

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. The reported events are surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. Device labeling addresses the possible outcome of surgery-related observations/complications as follows: "precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant." Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of dec 2000, clinical study, 299 pts total)." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Other adverse event considered relate to the lap-band system that occurred in fewer than 15 of subjects included: esophagitis, gastritis, hiatal hernia,...abdominal pain, hernia, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, esophageal dysmotility, esophageal ulcer, esophagitis, and ...wound infection."